Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The following sections were updated: event date (B)(6) 2017. It was reported that a patient underwent a left knee revision approximately 20 years post implantation due to poly wear; the patella, tibial bearing, and locking bar were removed and replaced. Attempts have been made and additional information on the reported event is unavailable. Brand name - unknown maxim bearing. Explanted (B)(6) 2017. Concomitant medical product: unknown maxim tibial component, item # unknown, lot # unknown; unknown maxim femoral component, item # unknown, lot # unknown; unknown maxim patella, item # unknown, lot # unknown. (B)(4). Date rec'd by MFR: apr 11, 2017. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly, zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left knee revision approximately 20 years post implantation due to poly wear; the patella, tibial bearing, and locking bar were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). It was indicated product was implanted 24 years ago. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient may require a revision procedure due to unknown reasons. However, no revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.